Event description:
It was reported that the system 9800 was not operational due to a defective snubber circuit board. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative installed the replacement snubber circuit board and the system was calibrated. The system was found to be working as intended and returned to service.